Event description:
Reportedly, while the doctor was inserting a pelvic drainage catheter via transgluteal approach into the patient, the tabletop moved approximately 10cm spontaneuosly. No injuries or impact to the patient were reported. Reportedly, the procedure was completed without further incident.